Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. As per siemens' instructions, the customer prime standard a and standard b, adjusted the pump rate, replaced the x tubing, and ran calibration and quality controls (qc), which recovered within range. A precision study was performed and all results were acceptable. Siemens further investigated the issue and determined that there were successful calibrations before the sample was processed and there were no instrument errors. Qc was also run before and after the sample was run and all the results were within range. Qc was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. Contributing factors such as sample integrity and preanalytical variables potentially contributed to the discordant, falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The falsely elevated result was not reported to the physician(s). The sample was repeated on two instruments resulting lower. The customer only provided one repeat result and indicated that the repeat result of 133 mmol/l was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.